Event description:
Unomedical reference number (B)(4). Event occurred in saudi arabia. On 20-apr-2024, it was reported that the patient faced an issue with infusion set tape was not sticking. The infusion set was in use for couple of hours. No further information available.